Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 15 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint. The pump history shows the last bolus and the last basal were delivered on (B)(4) 2014. No alarms related to the complaint noted in the alarm history; only typical usage observed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Unrelated to the complaint, the battery compartment is cracked at the bottom near the cover. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose of 425 mg/dl with thirst/urination/fatigue. The patient has lost confidence in the pump and the health care provider (hcp) requests a new pump. The hcp had made adjustments due to other health conditions, and the patient had experienced an increase in stress/pain. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.